Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pid"), pelvic pain ("pain"), embedded device ("tightly coiled, filamentous wire embedded within the serosal myometrium") and device dislocation ("tightly coiled, filamentous wire embedded within the serosal myometrium") in an adult female patient who had essure (batch no. 23962) inserted for female sterilisation. The patient's medical history included pain, dysmenorrhea, vaginal bleeding, abdominal discomfort, nausea, abdominal pain, uti, genital bleeding, dizzy, ovarian cystectomy, menorrhagia, decreased appetite and depression. *on unspecified date underwent an essure confirmation test. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required) with endometritis, pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with antibiotics and surgery (robot assisted laparoscopic hysterectomy). Essure was removed in 2012. At the time of the report, the pelvic pain, embedded device and device dislocation outcome was unknown. The reporter considered device dislocation, embedded device, pelvic inflammatory disease and pelvic pain to be related to essure. Most recent follow-up information incorporated above includes: on 26-feb-2019: medical records received. Reporter, patient demographics and medical history were added. Added suspect drug lot number. Events added pid, endometritis, embedded device, device dislocation. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pid"), pelvic pain ("pain"), embedded device ("tightly coiled, filamentous wire embedded within the serosal myometrium") and device expulsion ("tightly coiled, filamentous wire embedded within the serosal myometrium") in an adult female patient who had essure (batch no. 23962-invalid) inserted for female sterilisation. The patient's medical history included pain, dysmenorrhea, vaginal bleeding, abdominal discomfort, nausea, abdominal pain, uti, genital bleeding, dizzy, ovarian cystectomy, menorrhagia, decreased appetite, depression, gastric bypass, hernia repair and abdominoplasty. *on unspecified date underwent an essure confirmation test. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required) with endometritis, pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with antibiotics and surgery (robot assisted laparoscopic hysterectomy). Essure was removed in 2012. At the time of the report, the pelvic pain, embedded device and device expulsion outcome was unknown. The reporter considered device expulsion, embedded device, pelvic inflammatory disease and pelvic pain to be related to essure. The reporter commented: she had undergone an essure tubal implant procedure almost 1 year ago but tubes failed to occlude with the implant. She elected for a laparoscopic procedure to occlude tubes. Most recent follow-up information incorporated above includes: on 6-mar-2019: update of information (batch is invalid). Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pid'), pelvic pain ('pain'), embedded device ('tightly coiled, filamentous wire embedded within the serosal myometrium/failure to occlude') and device dislocation ('tightly coiled, filamentous wire embedded within the serosal myometrium/migration') in an adult female patient who had essure (batch no. 23962-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pain, dysmenorrhea, vaginal bleeding, abdominal discomfort, nausea, abdominal pain, uti, genital bleeding, dizzy, ovarian cystectomy, menorrhagia, decreased appetite, depression, gastric bypass, hernia repair and abdominoplasty. *on unspecified date underwent an essure confirmation test. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required) with endometritis, pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain"). The patient was treated with antibiotics and surgery (robot assisted laparoscopic hysterectomy). Essure was removed in 2012. At the time of the report, the pelvic pain, embedded device, device dislocation, menorrhagia, dyspareunia, dysmenorrhoea and abdominal pain outcome was unknown. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, dyspareunia, embedded device, menorrhagia, pelvic inflammatory disease and pelvic pain to be related to essure. The reporter commented: she had undergone an essure tubal implant procedure almost 1 year ago but tubes failed to occlude with the implant. She elected for a laparoscopic procedure to occlude tubes. Patient received treatment for events ¿ pelvic pain, abdominal pain, dysmenorrhea, dyspareunia, menorrhagia. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test(s) (unspecified) -failure to occlude. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received-new events abdominal pain, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding) were added. On 22-nov-2019: wrong source document attached. Incident no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation or migration- yes'), pelvic inflammatory disease ('pid'), pelvic pain ('pain') and multiple episodes of embedded device ('tightly coiled, filamentous wire embedded within the serosal myometrium/failure to occlude', 'tightly coiled, filamentous wire embedded within the serosal myometrium/migration') in an adult female patient who had essure (batch no. 23962-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pain, dysmenorrhea, vaginal bleeding, abdominal discomfort, nausea, abdominal pain, uti, genital bleeding, dizzy, ovarian cystectomy, menorrhagia, decreased appetite, depression, gastric bypass, hernia repair and abdominoplasty. *on unspecified date underwent an essure confirmation test. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required) with endometritis, pelvic pain (seriousness criteria medically significant and intervention required), the first episode of embedded device (seriousness criteria medically significant and intervention required), the second episode of embedded device (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain"). The patient was treated with antibiotics and surgery (robot assisted laparoscopic hysterectomy). Essure was removed on (B)(6) 2011. At the time of the report, the perforation, pelvic pain, the last episode of embedded device, menorrhagia, dyspareunia, dysmenorrhoea and abdominal pain outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, pelvic inflammatory disease, pelvic pain, perforation, the first episode of embedded device and the second episode of embedded device to be related to essure. No further causality assessment were provided for the product. The reporter commented: she had undergone an essure tubal implant procedure almost 1 year ago but tubes failed to occlude with the implant. She elected for a laparoscopic procedure to occlude tubes. Patient received treatment for events ¿ pelvic pain, abdominal pain, dysmenorrhea, dyspareunia, menorrhagia. Discrepancy - insertion date: (B)(6) 2009, (B)(6) 2009. Removal date: 2012, (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test(s) (unspecified) -failure to occlude. Lot number report 23962 is invalid . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-aug-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation or migration- yes'), pelvic inflammatory disease ('pid'), pelvic pain ('pain') and multiple episodes of embedded device ('tightly coiled, filamentous wire embedded within the serosal myometrium/failure to occlude', 'tightly coiled, filamentous wire embedded within the serosal myometrium/migration') in an adult female patient who had essure (batch no. 23962-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pain, dysmenorrhea, vaginal bleeding, abdominal discomfort, nausea, abdominal pain, uti, genital bleeding, dizzy, ovarian cystectomy, menorrhagia, decreased appetite, depression, gastric bypass, hernia repair and abdominoplasty. *on unspecified date underwent an essure confirmation test. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required) with endometritis, pelvic pain (seriousness criteria medically significant and intervention required), the first episode of embedded device (seriousness criteria medically significant and intervention required), the second episode of embedded device (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain"). The patient was treated with antibiotics and surgery (robot assisted laparoscopic hysterectomy). Essure was removed in 2012. At the time of the report, the perforation, pelvic pain, the last episode of embedded device, menorrhagia, dyspareunia, dysmenorrhoea and abdominal pain outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, pelvic inflammatory disease, pelvic pain, perforation, the first episode of embedded device and the second episode of embedded device to be related to essure. The reporter commented: she had undergone an essure tubal implant procedure almost 1 year ago but tubes failed to occlude with the implant. She elected for a laparoscopic procedure to occlude tubes. Patient received treatment for events ¿ pelvic pain, abdominal pain, dysmenorrhea, dyspareunia, menorrhagia discrepancy - insertion date: (B)(6) 2009, (B)(6) 2009. Removal date: 2012, (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test(s) (unspecified) -failure to occlude. Most recent follow-up information incorporated above includes: on 24-feb-2020: pif received: perforation nos was added as a event. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove the essure implant). Essure was removed in 2012. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.